Event description:
It was reported that the patient underwent surgery to treat stress urinary incontinence on (B)(6) 2005 and mesh was placed into the patient's body. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported that post implantation the patient experienced pain, infections and urinary/bowel problems including recurrence of stress urinary incontinence. The patient underwent mesh revision in (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted concurrently with a hysterectomy, paravaginal repair, and posterior colporrhaphy, due to menometrorrhagia, uterine fibroids, cystocele, rectocele, sui. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).